Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel in the forearm. Three peripheral cutting balloons of different sizes, namely, 5.00mmx2.0cmx50cm and 6.00mmx2.0cmx50cm, were selected for use. During the procedure, it was noted that all three balloons ruptured at about 3 to 4 atmospheres during the initial inflation. Despite the noted issue, the target lesion was dilated successfully with the third balloon. The balloons were completely removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel in the forearm. Three peripheral cutting balloons of different sizes, namely, 5.00mmx2.0cmx50cm and 6.00mmx2.0cmx50cm, were selected for use. During the procedure, it was noted that all three balloons ruptured at about 3 to 4 atmospheres during the initial inflation. Despite the noted issue, the target lesion was dilated successfully with the third balloon. The balloons were completely removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications were reported.